Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: unk talar cat#: unk, lot#: unk. Unk tibialcat#: unk, lot#: unk. Unk bearing cat#: unk, lot#: unk. G2: g2: literature - day, jonathan md1; fletcher, amanda n. Md, ms2; motsay, morgan bs2; manchester, maggie bs2; arthur, mark md3; zhang, zijun md, phd2; schon, lew c. Md2,a. Outcomes of transfibular total ankle arthroplasty: clinical and radiographic analysis of 130 cases with minimum 5-year follow-up. The journal of bone and joint surgery 107(12):p e61, june 18, 2025. / doi: 10.2106/jbjs.24.00983. The reported event could not be confirmed due to lack of product/information. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or ¿non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or invasively depending on the severity of the wound infection and patient status. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device.if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through a journal article that a patient developed delayed wound healing after total ankle arthroplasty. The procedure was performed via a transfibular approach. The patient was treated with oral or topical antibiotics. Attempts have been made and no further information has been provided.